Manufacturer narrative:
Based on the information captured within the complaint file, this (B)(6) male esrd patient presented to a hospital¿s emergency department with cloudy effluent, was diagnosed with peritonitis, was admitted to the hospital, and was initiated on fortaz (ceftazidime) and ciprofloxacin; dose regimens and routes not reported. Pd fluid cultured on (B)(6) 2016 showed isolated organism pseudomonas. There is no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. A follow up will be submitted following plant evaluation. A supplemental will be submitted when the plant investigation has been completed.

Event description:
A peritoneal dialysis patient called tech services and reported drain complications. The patient's peritoneal dialysis nurse was contacted, and it was reported that the patient was hospitalized for peritonitis from (B)(6) 2016. The patient was treated with fortaz and ciprofloxacin. The culture showed pseudomonas . The patient was recovering from the event and has been continuing treatment. Per the nurse the source of contamination was unknown.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). Based on the information captured within the complaint file, this (B)(6) male esrd patient presented to a hospital¿s emergency department with cloudy effluent, was diagnosed with peritonitis, was admitted to the hospital, and was initiated on fortaz (ceftazidime) and ciprofloxacin; dose regimens and routes not reported. Pd fluid cultured on (B)(6) 2016 showed isolated organism pseudomonas. There is no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. A supplemental will be submitted when the plant investigation has been completed.

Event description:
A peritoneal dialysis patient called tech services and reported drain complications. The patient's peritoneal dialysis nurse was contacted, and it was reported that the patient was hospitalized for peritonitis from (B)(6) 2016. The patient was treated with fortaz and ciprofloxacin. The culture showed pseudomonas . The patient was recovering from the event and has been continuing treatment. Per the nurse the source of contamination was unknown.